Manufacturer narrative:
Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the lot number was not reported and the product and packaging were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported separation. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility (voluntary) medwatch report number (B)(4).

Event description:
A user facility medwatch report was received which states: during procedure, end of wire tip broke off within heavily calcified area of tibial artery. Wire stayed within area it broke off, not in vessel. Attempts to retrieve it were unsuccessful. No additional information was provided.